Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that there was a percutaneous lead separation at the distal end bend relief. On (B)(4) 2014 the manufacturer's technical services representative conducted a percutaneous lead distal end replacement according to procedure. Patient doing well and was discharged home.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. A portion of the percutaneous lead that was removed during the repair was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.